Event description:
It was reported that during explant, the rv port set screw was difficult to unscrew causing a prolonged surgery time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported inability to loosen the set screw was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the set screw hex cavity. This material prevented full insertion of the torque drive in the hex cavity and resulted in difficulty loosening the set screw.

Event description:
New information received notes that patient had a surgical procedure due to device was at eri.